Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues were with sensor glucose versus blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor failed per specifications due to high readings.